Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen back light that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen back light that was not working. The customer stated that they could see the information on the screen if they used a flashlight. The rse discussed with the customer about the first and second generation lcd (liquid crystal display)/ui (user interface) assembly. The customer was provided with part numbers and was advised to ensure that the software was greater than 2.10. Investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 05/22/2023, 06/07/2023, and 06/14/2023 for further details regarding the event; however, no further details were provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.